Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (2000mcg/ml at 879mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was having what appeared to be baclofen withdrawal symptoms. The patient had a pump replacement on (B)(6) 2018. The catheter was patent. A dye study performed on (B)(6) 2018 showed the catheter patent in the intrathecal (it) space. Logs were check and showed no abnormal events. No actions were taken. It was unknown if the issue was resolved; the patient was "alive - with injury." Surgical intervention was not planned. There were no further complications reported at this time. Additional information was received from saol therapeutics. It was reported that the lioresal was used to treat/manage spasticity related to cerebral palsy. The patient had a history of seizures. The withdrawal symptoms were constant spasms, and constant clonus in the legs. Cerebrospinal fluid (csf) culture and blood culture were negative on (B)(6) 2018. The pump was emptied and refilled with 40ml of baclofen (2000mcg/ml) on (B)(6) 2018. After the dye study and pump refill the patient was with extremely large and hard mass of stool. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018, admitting diagnoses was intrathecal (it) baclofen withdrawal vs. Severe spasticity as response to noxious stimuli. There were no further complications reported at this time.